Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. No injury or medical intervention was reported.